Event description:
It was reported that the patient underwent an initial reverse total shoulder arthroplasty. Subsequently, the patient reported experiencing dislocation due to defective implants. As a result, the patient is scheduled to undergo a shoulder revision on a future date. No further patient impact reported. No further information available.

Manufacturer narrative:
D10: 300-30-09 - equinoxe preserve stem 9mm: (B)(6), 320-06-42 - glenosphere 42mm: (B)(6), 320-15-01 - eq rev glenoid plate: (B)(6), 320-15-05 - eq rev locking screw: (B)(6), 320-20-00 - eq reverse torque defining screw kit: (B)(6), 320-20-18 - eq rev com scr lck cap kit, 4.5 x 18mm: (B)(6), 320-20-30 - eq rev comp scr lck cap kit, 4.5 x 30mm: (B)(6), 321-52-07 - 3.2mm drill bit sterile: (B)(6), 322-10-00 - humeral adapter tray, +0: (B)(6), 322-42-03 - 145-deg pe 42mm hum liner +2.5: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.